Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during infusion. The device was filled with a solution of ropivacaine hydrochloride hydrate. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed as a leak in the housing. Visual examination of the unit determined that the root cause of the leak was a missing film wrap, indicating that the device was misassembled. The misassembled condition was due to operator error during the film wrap assembly process. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was not confirmed. Visual examination of the device showed no evidence of rupture on the reservoir. However, a leak was noted inside of the housing due to a missing film-wrap. The root cause of the reported rupture condition was identified, as the reservoir was not ruptured. No repair was done, as this is a single-use device which will be discarded.